Event description:
Pt reached up to trapeze, clamp broke, and trapeze fell onto pt. Pt denies injury but spouse states they think pt was struck by falling trapeze. Pt assessed, no visible injury noted. This is the second pt within 18 months that this same part on trapeze has broken. Clamp used is on both ends of double clamp and one end of single clamp bars.